Manufacturer narrative:
Devive failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns programming wand "was not working", as it was unable to perform interrogations despite performing basic troubleshooting steps. The wand was returned to the manufacturer and post analysis, it was revealed that the serial data cable, which produced communication errors, had an intermittent conductor, once a known good bench serial data cable was substituted, all communications errors were resolved.